Event description:
A report was received that the patient had seroma at the vertical incision site. It was determined that the clik anchor was too superficial and was causing discomfort at the midline incision site. Images were taken it showed the sutures had become loose and the leads were flowing up towards the skin. The patient underwent a procedure wherein the clik anchor was revised creating a deeper tract. The event was related to the study procedure and not related to the device. The event is currently recovering/resolving.

Event description:
A report was received that the patient had seroma at the vertical incision site. It was determined that the clik anchor was too superficial and was causing discomfort at the midline incision site. Images were taken it showed the sutures had become loose and the leads were flowing up towards the skin. The patient underwent a procedure wherein the clik anchor was revised creating a deeper tract. The event was related to the study procedure and not related to the device. The event is currently recovering/resolving.

Manufacturer narrative:
Additional information was received that a post-operative imaging was taken and suggests that the leads were migrating superficially towards the skin. The event had resolved.

Event description:
A report was received that the patient had seroma at the vertical incision site. It was determined that the clik anchor was too superficial and was causing discomfort at the midline incision site. Images were taken it showed the sutures had become loose and the leads were flowing up towards the skin. The patient underwent a procedure wherein the clik anchor was revised creating a deeper tract. The event was related to the study procedure and not related to the device. The event is currently recovering/resolving.

Manufacturer narrative:
.

Manufacturer narrative:
Device expiration date: ni.

Manufacturer narrative:
.

Event description:
A report was received that the patient had seroma at the vertical incision site. It was determined that the clik anchor was too superficial and was causing discomfort at the midline incision site. Images were taken it showed the sutures had become loose and the leads were flowing up towards the skin. The patient underwent a procedure wherein the clik anchor was revised creating a deeper tract. The event was related to the study procedure and not related to the device. The event is currently recovering/resolving.